Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods/last upto 3 weeks') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and vaginal discharge ("discharge"). The patient was treated with surgery (hysteroscopy, d&c with novasure ablation on (B)(6) 2018). At the time of the report, the menorrhagia, dysfunctional uterine bleeding and vaginal discharge outcome was unknown. The reporter considered dysfunctional uterine bleeding, menorrhagia and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received- dysfunctional uterine bleeding, heavy periods and discharge were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.